Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident is unknown. Troubleshooting was performed and the customer was able to prime without an alarm after disconnecting and reconnecting the tubing and reservoir. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will be returned for analysis.